Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a motor error alarm during a bolus delivery. Customer's blood glucose was 110 mg/dl. The customer could not recall any significant events leading to the alarm. The customer stated the drive support cap appeared to be normal. Customer also stated they were unable to complete the rewind sequence on the insulin pump because they did not have supplies available. Customer declined to return the product for analysis.